Manufacturer narrative:
UDI ¿ (B)(4). Reporter's phone number extension: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was not functioning ¿ no rotation. It was noted that the device was displaying an e6 error code (overheat warning) and was heavily corroded inside. It was noted in the service order that during an unspecified surgical procedure it was observed that the motor device was turning intermittently and cutting during use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.